Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with photosensitivity in the right eye two months post lasik. Patient was referred out for a consultation with a corneal surgeon.